Event description:
One touch ultra smart meter was failing control solution test. Medical affairs specialist had left a message and also sent a letter to the patient to obtain further information. On 12/04, the patient called back and provided additional information. The patient has had this meter for less than 6 months. They reported that they had been getting high readings on their meter for over 2 weeks. On 12/04, they tested on their meter at 12 noon with a result of "278 mg/dl". They were feeling "okay" at that time. No symptoms. They took 10 units of humalin r insulin, which is their set amount. They did not take any extra insulin. They then had an orange and a sandwich. At 3:00 pm, they ate an apple. They did not test at this time. At 6:00 pm (6 hours after they tested on their meter), they had blurred eyes. They were driving and got into an accident. The emt were called and their meter read 48 mg/dl. The emt offered to take them to the hospital, but they refused. They just took their own glucose tablets and felt fine. They went home and performed a control solution test, which failed high (did not recall the result) they then called lifescan regarding the failed control solution test. They were walked through a control solution test over the phone, which also failed high outside the range. Since that was the last test strip from that vial, they were asked to perform a control solution test from a new vial of test strips. That test passed the control solution test. The patient had not tested on their meter at the time of the event and the last test performed prior to the event was six hours earlier. They had also not based any insulin dosage on the meter result. They had taken a set amount of insulin six hours prior to the event. This case is reported as a product malfunction since two control tests failed. The patient was sent test strips and control solution.